Event description:
This valve explanted was after 5 years implant duration due to mitral valve insufficiency, endocarditis and congestive heart failure. Source or endocarditis was unknown. No further information was provided.